Manufacturer narrative:
The tech replaced the right side caregiver control module to repair the bed.

Event description:
Info received indicates the bed will not flatten and returns to the chair position when the CPR is pulled. The account can hear a clicking noise when the head and knee up functions are pressed. Lockouts are not activated and the pendant isolated but the issue remains.